Manufacturer narrative:
Follow-up: the field service engineer (fse) tested the unit and identified that the gas delivery system(gds) is the problem. The fse provided the customer quote for repair, but the customer did not respond. No repair performed on this unit, since the customer did not respond to the repair quote.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with low tidal volume. The customer reported that the unit was in use on patient, but there was no patient harm reported.